Event description:
During priming the user noticed liquid leakage from pls module before operation. Pls was replaced with a new one. The incident took place in (B)(6). The device is not distributed in USA but similar device is distributed under k112360. Ref.#: (B)(4).

Manufacturer narrative:
After performing a tightness test, a leak was detected from the gas outlet port. The oxygenator was opened to localize the leakage source. Usually the gas diffusive hollow fibers are casted in polyurethane to separate the gas compartment from the blood compartment. Under optical microscope the leakage was caused by fiber detachment from the polyurethane caused by a delamination of 7 gas fibers. The fluid flowed inside the gap between the gas fibers and polyurethane and the gravity guided the fluid to the gas exiting path along the housing. A review of our manufacturing records showed that this oxygenator had passed the final 100% tightness test successfully. This delamination might have happened after sterilization and during aging period. The complaints trend was considered and no more complaints were received from this lot number. In accordance with the operating instructions g-116 in section 9.2 the possibility of this malfunction to take place during priming is described. Maquet is aware with similar complaints reporting the same failure. An internal process was initiated (CAPA (B)(4)) to determine the root-cause and corrective actions.